Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. The doctor stated that the settings on the insulin pump changed. Attempted to call the doctor for more information, but there was not response. No further information was provided.